Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that sensor was not working 20 minutes and decided to remove the sensor off and discovered that the cannula was bent and flat. The customer stated that there is no significant event leading to the issue. The customer was advised to return the sensor and will be replacing sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.